Manufacturer narrative:
This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13-24, that has a similar product distributed in the us, list number 04z21. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 54308ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 54308ud00 is within the established limits and comparable with historical lots in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 54308ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for one female patient. The sample was repeated on the same analyzer and the results were within the normal range. The following data was provided: customer¿s cutoff for female is 15.6 ng/l (B)(6) 2023 sid (B)(6) initial result = 15.8 ng/l repeat results = 10.2 ng/l, 11.5 ng/l, 10.4 ng/l no impact to patient management was reported.